Event description:
It was reported the patient's blood glucose level rose over 600 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site on their hip/buttocks, the pod's cannula was found to be torn. No treatment was reported.

Manufacturer narrative:
A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The internal tear is confirmed as the root cause of the reported not sure delivering insulin complaint. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.